Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that something happened to the recharger last week. Pt said they were trying to charge the implant on saturday when they got a message to call medtronic (pt could not remember the exact message). Pt mentioned the paddle was getting hot while charging the implant and they could hear a clicking sound to the relay box. The issue was not resolved. Agent sent a repair request to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #:(B)(6), UDI#:(B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97755 lot# serial# (B)(6) product type recharger was returned and the analysis shows that the cable insulation is peeling away, and wires are exposed. High reading na low reading na no device found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.